Manufacturer narrative:
It was claimed that device failed internal leakage test with message: 'pressure transducer difference > 5 cm h2o', pressure transducer and patient circuit tests during pre-use check. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the pressure transducer printed circuit board (pcb) was checked and identified as faulty. The board needs to be replaced to resolve the issue. Pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The issue was decided to be reported based on available information as defective pressure transducer pcb may lead to high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. The exact root cause of the failure cannot be established.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).